Event description:
Additional information was received that the patient returned to the or on 21jul2023 for washout and drainage of a right sided hemothorax and right ventricular assist device (rvad) placement. The patient was found to have a large volume clot that was evacuated from the right thoracic cavity. The space was washed out with warm saline. The mediastinal space was examined for bleeding. A small area was noted that was controlled with packing using floseal and surgicel. The patient bled slightly during rvad insertion. Both vads worked as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Bleeding during rvad insertion is captured under MFR # 2916596-2023-05978.

Event description:
It was reported that at the end of the implant procedure the left femoral vein from the patient's previous extracorporeal membrane oxygenation (ECMO) site was being repaired by vascular surgeons. When the cannulas were removed, there was bleeding noted from the ECMO site. This was considered to be normal procedure. However, the controller the patient was on was knocked and became contaminated with blood. The driveline connection was also noted to have blood on it despite being wrapped in protective towels. The area was immediately dried. Some residue was left, but was cleaned once the patient was in the ICU and had time to dry completely. There was no alarms related to this event and the patient was stable. Controller MFR # 2916596-2023-05205.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.